Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during basal, bolus and fixed prime. The blood glucose at the time of the incident was 109 mg/dl. He stated that he had gone through 4 or 5 infusion sets and reservoirs and they will work for half a day then get a no delivery alarm. During troubleshooting, the customer disconnected at the quick release and insulin did not exit the tubing during fixed prime. He then disconnected and reconnected the infusion set and reservoir and insulin did through the tubing but there was greater than normal resistance when attempting plunger push. He was explained that the alarm was caused by a set/reservoir connection issue and advised to change the infusion set and reservoir. The reservoir will be returned for analysis.